Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl, lump/nodule, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; lymphoma - alcl; lump/nodule; seroma-late.

Event description:
Healthcare professional reported a tumor like formation in the left mammary followed by left mammary increasing in size. Through mammogram and ultrasound, the fluid in the implant bed was not determined, no malignant neoplasm detected, dynamic control recommended. Ultrasound of the mammary glands performed - implant rupture was suspected. MRI performed and a tumor was detected in a left mammary gland capsule area. MRI and ultrasound of the mammary gland performed, cytological examination of an exudate, and trepan biopsy. The exudate and biopsy of the tumor is positive for cd30, trepan biopsy is intact. Diagnosed with bia-alcl. Patient was comprehensively examined. Diagnosis: anaplastic t-large cell lymphoma (alk-negative) with lesions of the left breast 1c stage ct4n0m0 (bia-alcl). Affected side is left. The device has been explanted.